Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error/e70 during bolus. Customer's blood glucose was unknown mg/dl. The customer stated that the drive support cap appears normal and the device was not exposed to high magnetic field. Customer did not report an e70 alarm. The customer was able to complete pump rewind. The customer was advised that the alarm may be caused by viewing sensor glucose graph while delivering a bolus. The customer received an e70 alarm or more than one motor error alarm with in last 30 days. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.